Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the locking screw has the wrong screw head. No further information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown if the device was used in a procedure; operator of the device is unknown. Investigation coordinated by synthes (B)(6). Report received indicates the thread shaft does not correspond to our specifications. An internal corrective action determination has been opened to address the root cause of the issue. The manufacturing documents were reviewed and no complaint related issues were found.